Event description:
It was reported that the anesthesia workstation generated alarms for high positive end expiratory pressure (peep). There was no patient harm reported. Manufacturer´s ref #: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the anesthesia machine on site. The fse replaced the patient circuit and the patient cassette was swapped. The patient cassette was tested in another machine and no failures occurred, it was then switched to the original machine again without any further problems and the reported problem could no longer be duplicated. The root cause of the reported issue could not be established by this investigation.

Event description:
Manufacturer's ref: # (B)(4).